Event description:
It was reported that during the patients radiation treatment noise was seen on the electrogram (egm) indicating some oversensing. Physician will continue to monitor patient through remote monitoring until the radiation treatments are complete. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.